Event description:
A crack was found in the penumbra aspiration pump canister lid upon routine inspection of the penumbra aspiration pump. This was the original opaque while canister lid. The pump was not being used on a pt during the time of the inspection. The canister and lid were already out of the original pack therefore lot numbers are not available. A replacement canister was available.

Manufacturer narrative:
Conclusion: this info has been conveyed to the manufacturer of the pump canister. Although the root cause of the problem cannot be definitively confirmed because the product was not returned fro eval, the canister is within a lot manufactured with the material specified in the eval by (B)(4) and the complaint described a similar failure mode to that identified in other reports of cracked canister lids.